Event description:
Pt wore micro-v alternans sensors along with standard electrodes for 20-25 minutes on (B)(6) during an (B)(6) test. She was prepped by an experienced technician using 3m tape, and the physician assistant reports nothing unusual about the pt prep or the test. On (B)(6), the pt went to her dermatologist and was diagnosed with contact dermatitis at several electrode sites (including both standard and micro-v sensor sites). The dermatologist prescribed high potency topical corticosteroids. On (B)(6), the pt returned to her cardiologist, who reported that the irritation "had subsided almost completely."

Manufacturer narrative:
The sensors used on the pt were freshly opened (not re-used) and discarded after use. Inspection records for lot 578737005 verified that the sensors passed inspection. As of (B)(6), the site had conducted 29 more (B)(6) tests with no adverse events reported. Some of these pts were tested with sensors from the same lot as those used on the affected pt.